Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,b5,b6,b7,d9,d10,e1(initial reporter),e2,e3,g3,g6,g7,h2,h3,h6(health effect impact codes),h11. Corrected fields:g2. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during annual calibration by the customer that the cardiosave intra aortic balloon pump (iabp) in their ambulance has had 3 batteries fail testing. No patient involved.

Manufacturer narrative:
E1 - event site name - (B)(6). Upon completion of the investigation into this event, a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) in their ambulance has had 3 batteries fail testing. There was no patient harm reported.